Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and confirmed that no fragments fell into the patient¿s anatomy and patient demographics were not provided.

Manufacturer narrative:
Correction: refer to field d4 (lot number). The field was updated to include the complete lot number.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted partial nephrectomy surgical procedure, the customer indicated that they were able to use the maryland bipolar forceps instrument without any problem. However, upon checking after use, the instrument was found to have the wire at the tip sticking out. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported.